Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Evaluated 2 open/used reservoirs (no clear liquid inside barrels) transfer guards and plungers not returned. A visual inspection was performed using appendix d; checked o-rings and stopper groove for defects and none was found. Using a new lab transfer guards and plungers, performed pre-fill test appendix c. Found no leaks and no air bubbles during analysis. According to dop114-811doc. Conclusion: reservoirs passed by per inspection, no leakage and no air bubbles anomalies were found during test. Evaluated 1 open/used reservoir and transfer guard (1.5 ml of clear liquid inside barrel). A visual inspection was performed using appendix d; checked o-rings and stopper groove for defects and none was found. Performed pre-fill test appendix c. Found no leaks and no air bubbles during analysis. According to dop114-811doc. Conclusion: reservoir and transfer guard passed pre-fill test no leakage and no air bubbles anomaly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer noticed a reservoir leak. The customer reported no adverse event. The event involved product(s) mmt-342. Troubleshooting was performed, and the leak past the 2nd o ring. No harm requiring medical intervention was reported. Product return is required for mmt-342.